Event description:
It was reported that via (B)(6) transmission a diagnostic anomaly was observed. There was a discrepancy between what showed on the maximum tracking rate and the ventricular heart rate histograms. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.